Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the phenomenon "intermittent image" occurred due to charged coupled device (ccd) failure. It is likely that the charged coupled device (ccd) failure occurred due to flooding from cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Event description:
A customer returned the subject device (hd autoclavable camera head) to olympus with an unknown issue. The event occurred during preparation for use. The intended procedure had a therapeutic purpose. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: intermittent image due to a faulty charged coupled device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation in b5, there was no label on rear cover (3rd party repair). There was a failed water leak test from the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.